Event description:
The customer received a blood glucose result of "hi" at noon. The customer took 12 units of novalog based on reading. The customer started feeling disoriented, clammy, loss of motor skills. 911 was called at 12:30pm the emergency medical technician's tested blood glucose and received a result of 40mg/dl. The customer was given 2 tubes of glucose paste and an IV. Twenty minutes later the result was 58mg/dl. The customer was taken to the emergency room where they recieved a result of 87mg/dl. At 2pm the result was 137mg/dl. The customer was kept for observation, and was given a sandwhich and fruit cup before being released with a result of 175mg/dl. Device currently coded incorrectly. Controls stated to be in range but values were not provided. A request was made for the return of the suspect device and replacement product was sent.